Event description:
It was reported during the implant procedure that the physician noted a kink in the proximal coil of the atrial lead. Impedance was found to be approximately 150 ohms and no capture was noted. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, a visual inspection showed the proximal conductor was distorted and the outer insulation was breached/cut.